Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). ===recalls: syr/pca gripper recall 2017 dom: although unit is in the date range for this recall, the claws on this unit operate properly: **this unit not affected.** ===repair: customer: "failed preventive maintenance" and "barrel clamp feels loose.: does not spring back to hold syringe tight.": confirmed: ran complete calibration & p/m: unit passed all calibration steps, but will not pass pm (barrel clamp binary, and pfa (fails to recognize presence of the barrel clamp); during bca, barrel clamp would not hold 10mm fixture without assistance: replaced barrel clamp, sizer, bushing, seal. No other repair required. ===maintenance actions: calibration completed p/m completed. ===tamper seal: void: cut at seam. (B)(4).